Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a 60mm reload was used on a laparoscopic distal pancreatectomy but the firing was not fully performed. It was stated that the distal side of the reload were not performed. The anchoring suture of the distal side could not be removed either. The staples of the cartridge tip part which were not applied to the tissue were in "u" shape. There was no patient injury.